Manufacturer narrative:
Based on the review of the CT scans pre-surgery by the internal hcp it was noted that "there is some radiolucence and smaller cysts visible in the tibia in the provided CT suggesting a loosening of the component. The pe is not visible and thus no direct assessment possible. There are no indirect signs of breakage or loosening, though. The talar component does show some radiolucence and very small cysts. This could speak for a loosening as well." Based on the details obtained during this investigation, the root cause of the event can be traced to patient related issues. The patient's comorbidities were a contributing factor of the symptoms the patient was experiencing. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling was not possible because the catalog number and lot number were not communicated. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that the patient underwent a total ankle replacement. It was reported that the patient was having some pain and noticed lucency. The patient was treated for thyroid and that helped in resolving the pain.

Event description:
It was reported that the patient underwent a total ankle replacement. It was reported that the patient was having some pain and noticed lucency. The patient was treated for thyroid and that helped in resolving the pain.

Manufacturer narrative:
The device is not available for evaluation as it remains implanted in the patient. A review of the device history is not possible because the lot number was not communicated. If additional information becomes available, it will be provided on a supplemental report.